Event description:
The customer reported via phone call that her insulin pump was shutting off and notifying her to replace the battery. The customer received the failed battery test alarm twice after inserting different batteries both times. The customer's blood glucose was 112 mg/dl. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer was advised that the insulin pump would alarm failed battery with each new battery inserted if it was not cleared. The customer confirmed that the battery cap contacts were not missing or damaged. While troubleshooting, the customer received the failed battery test alarm again. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.